Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "medstation es - failed drawer" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the main drawer 3.2 failed and was not detected on the bus. The fse replaced the retractor band to resolve the issue and tested it in the application. Customer verified operation via inventory application without any issues. During dchu visual inspection: pn 353844-01: the unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no testing was required since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "medstation es - failed drawer" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 failed to detect on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.